Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during device preparation the xpert stent was found prematurely, partially deployed by 2 strut rows. Reportedly there was no pt involvement. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been rec'd.